Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a nurse regarding a patient who was receiving lioresal with concentration 2000 mcg/ml at a dose rate of 589.7 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient¿s pump started alarming for a motor stall on friday and had then recovered. The stall occurred around the time the patient used their personal therapy manager (ptm) to deliver a bolus. When the nurse saw the patient, the patient said he was tight. The nurse then programmed a single bolus and the pump stalled again. The patient gets a 15 mcg bolus over 1 minute. The nurse believed the ptm or bolus was setting off the stall. As per the logs provided the following occurred: motor stall on (B)(6) 2020 at 1:31 pm, motor stall recovery on (B)(6)2020 at 2:09 pm, motor stall on (B)(6) 2020 at 2:39 pm, motor stall recovery on (B)(6) 2020, at 9:56 pm, and motor stall occurred on (B)(6) 2020 at 7:57 am. It was further noted that the patient has a urinary tract infection, so they want to get that resolved and pump replacement was planned for next week. Regarding the pump, the elective replacement indicator (eri) was 26 months. It was noted that the patient did not recently have magnetic resonance imaging. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via saol therapeutics. The patient was described as white with a height of 5 foot and 1 inch and a body weight of 133 pounds. The patient¿s medical history included spastic quadriplegia secondary to cerebral palsy. The start date of lioresal was (B)(6) 2010. The ndc # of lioresal was 18334; expiration october 2023 (2 vials). The indication for use of lioresal was spasticity. Regarding concomitant medications / dietary supplements the patient was receiving at the time of the events, it was noted that they were not related to the current event. The patient was seen in the healthcare provider¿s office on (B)(6) 2020 for evaluation and the pump was found to be stalled (onset was (B)(6) 2020). The patient¿s urinary tract infection (uti) was determined by an outsideprovider several days prior to having been seen in the healthcare provider¿s office. The patient was treated for uti prior to replacing the pump. The patient had been admitted on and discharged on (B)(6) 2020 regarding their treatment of uti. The pump was replaced on (B)(6) 2020. The patient had been admitted on (B)(6) 2020 and discharged on (B)(6) 2020 for pump replacement.

Event description:
Additional information was received from the healthcare provider (hcp) who reported that the serial number of the pump was unknown. To resolve the motor stalls the pump was replaced and the cause of the stall was not determined. It was unknown if the tightness the patient experienced was resolved. The device was to be returned and was handled by the hospital/neurosurgery. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.